Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post implant induction testing, artifact was noted post shock delivery. Boston scientific's technical services was contacted for recommendations. Data was reviewed and the clinical observations were confirmed. Ts stated the artifact was likely due to air entrapment within the device pocket, in which case would self-resolve. The field representative was contacted for resolution, at which time it was learned that no further intervention was required and no additional anomalies had been observed. To date, this device remains implanted and in service. No resulting adverse patient effects.